Event description:
A customer reported being unable to test using the adc device due to a fast draining battery. As a result, the customer had contact with a healthcare professional who administered a unspecified dose of insulin intravenously for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader mcga196-j1276 has been returned and is pending completion of investigation. A follow-up report will be submitted once investigation is complete. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader mcga196-j1276 has been returned and investigated. Visual inspection has been performed on the returned reader and usb/charging cable no issues were observed. Reader was sufficiently charged. The reader was de-cased for further inspection and no contamination, corrosion, or damage was observed on the printed circuit board. Power consumption test performed and was within specifications. No malfunction or product deficiency has been identified. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. No cable and adapter was returned for this complaint. The dhrs (device history review) for the libre reader and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack . All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test using the adc device due to a fast draining battery. As a result, the customer had contact with a healthcare professional who administered a unspecified dose of insulin intravenously for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.